Manufacturer narrative:
The returned subcutaneous implantable cardioverter defibrillator was analyzed. Visual examination identified a hole in the setscrew seal plug. Next, the defibrillation and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that this patient has received two inappropriate shocks due to oversensing of air bubble noise. The patient elected to have the entire system explanted. No additional adverse events were reported.

Event description:
It was reported that this patient has received two inappropriate shocks due to oversensing of air bubble noise. The patient elected to have the entire system explanted. No additional adverse events were reported.